Event description:
A false positive advia centaur cp troponin ultra result was obtained on a patient sample and found to be discordant when compared with negative repeat sample results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the evaluation of the instrument, the fse replaced the power supply and cleaned the luminometer. The fse verified the system is operational. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.